Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) team leader reported to fresenius that a dialyzer blood leak occurred during the patient's hd treatment. The reported issue occurred upon treatment initiation when the blood reached the dialyzer and a severe blood leak alarm was received. Blood leak test strips were used and tested positive for the presence of blood. The leak was also visually observed within the head of dialyzer and into the white tubing. The leak was internal. There was no spilling and dripping noted. There was no defect or damage seen on the dialyzer. Treatment was immediately stopped. The patient's blood was not returned. The patient's estimated blood loss (ebl) was determined to be 120 ml. There was no medical intervention required as a result of the reported issue. The sample was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) team leader reported to fresenius that a dialyzer blood leak occurred during the patient's hd treatment. The reported issue occurred upon treatment initiation and a severe blood leak alarm was received. Treatment was immediately stopped. The patient's blood was not returned. The patient's estimated blood loss (ebl) was determined to be one circuit however an exact amount was not provided. There was no medical intervention required as a result of the reported issue. Additional information was requested however a response was not received. The sample was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: four photographs provided to the manufacturer for review. The first and third photographs (seem to be the same photo) show the lower portion of a dialyzer that is attached to a hemodialysis machine and there is a large pooling of blood within the dialyzer bell housing, on the outside of the fibers. The second photograph a different angle of the same area of the dialyzer depicted in the first photograph. The fourth photograph is an up-close view of a dialyzer's label. The blood on the outside of the fibers is indicative of an internal leak; however, there is no visible damage or cause of the blood leak. The reported issue is confirmed. However, the cause cannot be determined from the media without the actual sample product. The potential cause for an internal blood leak to occur is damaged/broken fiber(s) or an incomplete seal in the potting material. The probable causes for damaged/broken fiber(s) or an incomplete seal in the potting material may be manufacturing related, however, without an examination of the sample it is unknown. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A hemodialysis (hd) team leader reported to fresenius that a dialyzer blood leak occurred during the patient's hd treatment. The reported issue occurred upon treatment initiation when the blood reached the dialyzer and a severe blood leak alarm was received. Blood leak test strips were used and tested positive for the presence of blood. The leak was also visually observed within the head of dialyzer and into the white tubing. The leak was internal. There was no spilling and dripping noted. There was no defect or damage seen on the dialyzer. Treatment was immediately stopped. The patient's blood was not returned. The patient's estimated blood loss (ebl) was determined to be 120 ml. There was no medical intervention required as a result of the reported issue. The sample was not returned to the manufacturer for physical evaluation.